Event description:
It was reported that the pump touchscreen was unreadable. Customer's blood glucose was within range (value not provided).

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen display was unreadable as it showed colored lines across the touchscreen. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.